Event description:
Info received that the bed had not head up function. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Tech found no head up function. Replaced the head up valve to resolve this issue.